Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have error 31010 in the logs. The usm was tested on an in-house system in normal mode and confirmed and replicated the instruments were not detecting. The complaint regarding the usm not accepting instruments was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 1 would not accept instruments. The customer reseated the drape numerous times, power cycled the system numerous times, and replaced the drape, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to inspect the usm presence pins. The customer stated that all of the pins were up and springy. The customer performed an additional power cycle, but the issue remained. The tse asked the surgeon if all four arms were required for the case. The surgeon stated that the case could be done with three arms but would make the procedure more difficult. The tse presented the option of swapping out the patient side cart (psc). The customer did not wish to keep the tse on the line any longer and stated that they would call back if necessary. There was no known impact or patient consequence reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.